Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2024 date of procedure. Left leg. 2 study devices implanted for 1 lesion in superficial femoral. De novo lesion. Total occlusion. Reference vessel diameter 5-5.9mm. Pre, peri and post procedure antiplatelet/anitcoagulant taken. No adverse events related to procedure. On (B)(6) 2024. Re stenosis sfa left. Vascular event, restenosis requiring intervention. Endovascular/percutaneous treatment. Led to hospitalisation or prolongation of patient hospitalisation. Cook introducer sheath not used. Cook catheter not used. Cook guidewire not used. Advant 18 guidewire used. (B)(6) pre-dilation performed. Atherctomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. Additional file requested to capture re-stenosis. This file will capture use error for use of a 0.018" wire guide. Patient outcome: unknown.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury 'report or ¿malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.